Event description:
A customer reported experiencing cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing step-by-step guidance for a pump reset. After the pump reset, the error code did not reappear, and the customer was able to successfully start a new sensor session.